Event description:
Customer reported that pump declared an altitude alarm. Blood glucose level of the customer did not exceed 500 mg/dl, indicating no adverse impact to blood glucose level. Customer was advised by technical support to use a backup insulin pump until a replacement pump was sent. Customer was instructed to return the problematic pump using a pre-paid label within 10 days and put the pump into storage mode prior to returning it.